Event description:
Additional information was received which noted that rv threshold measurements had increased and there was pacing inhibition without asystole. A surgical revision was performed and the patient's rv lead was explanted and replaced. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right ventricular (rv) impedance measurements of greater than 3000 ohms, noise, and oversensing. It was noted that the patient was not pacemaker dependent. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.